Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" and "service required" codes were found in the ventilator's downloaded error log. The device's machine flow sensor and display board were replaced to address the issues. There was evidence of contamination. In addition of the above evaluation, the device's front panel was replaced due problem bottom on/off, which was not related to the malfunction/issue.

Manufacturer narrative:
H3 other text : device was evaluated by third party service center.